Manufacturer narrative:
As no additional information regarding this event is expected, our investigation is complete. If additional information becomes available, this record will be updated.

Event description:
It was reported that the right ventricular (rv) lead connected to this cardiac resynchronization therapy defibrillator (crt-d) was surgically abandoned and replaced due to noise, oversensing, and pacing inhibition. Additionally, high pacing thresholds, loss of capture, and an inappropriate shock were also reported. This crt-d remains in service with the new rv lead. No additional adverse patient effects were reported.